Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es full height cubie drawer was failed. The customer stated that there was able to get the medication from another station and there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was not showing closed. A field service engineer replaced latch insep magnet to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.